Manufacturer narrative:
Failure analysis noted that the insulin pump passed the basic occlusion test and displacement test. There was no motor error alarm noted. However, the pump alarmed compromised force sensor system at 4 pounds during prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). The motor was tested outside and passed. The pump had cracked reservoir tube, cracked battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 316 mg/dl at the time of incident. The customer's mother stated that they were trying to prime when they received the alarm and they received a motor error alarm while giving a bolus. The customer's mother was advised to disconnect from the insulin pump and revert to back-up plan. The customer's mother was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.